Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had received medical attention for high blood glucose levels. The patient's blood glucose levels reached 522 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had received a missing sensor values error. Upon arrival of the paramedics the patient had a electrocardiogram administered and their blood pressure was checked. The patient was treated with a manual injection of 5 units of insulin. The patient did not go to the hospital. The patient was able to apply a new pod.